Manufacturer narrative:
Concomitant medical products: product ID: 8590-9, lot #: n255564, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: accessory. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8590-9, serial/lot #: (B)(4), ubd: 01-jun-2012, UDI #: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 17-feb-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen at 187 mcg/day. The reason for use was not reported. It was reported that patient experienced increased spasticity and itchiness that her caregiver believes was associated with baclofen withdrawal. A dye study was attempted, but the catheter access port (cap) could not be aspirated. Upon inspection of the catheter, a break could be observed at the connection of the 8590-9 and 8709. The 8590-9 and 8588 were removed and replaced with an 8596sc. The hospital was in possession of the product and it would be returned to the manufacturer. It was unknown when the issue occurred. The issue was resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.